Event description:
The connector of the edsiii has cracked. Incident not reported to the (B)(4). Sample returned for evaluation. (B)(4) 2014 additional information from customer explained: please find the answers for (B)(4) ¿ leakage observed; 2 ¿ the device was not handled; 3 ¿ no consequence, but there was a risk of meningitis; 4 ¿ device changed.

Manufacturer narrative:
Sample returned for evaluation. A white square plastic connector was returned for evaluation. The investigation of the connector did confirm the problem reported by the customer. The lot number given is cppbg0, product code 82-1730. The connector was visually inspected a crack in the connector was noted, this could be due to over tightening, but this could not be determined. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the (B)(6) 2013. The root cause of the problem reported by the customer could be due to handling, but this could not be determined. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.